Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4) the first "out qat" was (B)(6) 2012 with the device recording eight successful manual power ups. As this is a 2006 device and the first log entry is in 2012, it is possible the memory log was erased prior to this date. Between the (B)(6) 2012 and the final history log entry on (B)(6) 2015, the device recorded weekly auto self-test fails due to a low battery. Investigation was unable to replicate or find any evidence of the reported fault. Furthermore the low battery fails were likely due to a genuinely depleted pad-pak . The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.